Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was implanted then explanted during the same surgery. Through follow-up with the health-care provider, it was learned that the patient initially presented with critical aortic stenosis with chronic atrial fibrillation and ascending thoracic aortic aneurysm; therefore, he was admitted for aortic valve replacement (avr). Operative report indicates that the device was implanted. But after weaning from bypass some bleeding along the posterior proximal suture line was investigated and with retraction of the aorta he developed active bleeding in the proximal aortic root at the level of the valve annulus. It was beyond control so they decided to rearrest the heart. Upon examination a rent posterior to the valve at the level of the annulus was noted. One of the struts from the valve had penetrated the posterior wall of the aorta. Because of this the surgeon elected to perform a root replacement. The device then was completely removed and a 2nd avr was performed. Additionally, the surgeon indicated that this event was not related to the edwards valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The surgeon indicated no relationship of a device malfunction during this event. The information provided suggests this event was likely due to procedural related factors. No further actions are possible with the available information.